Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a complex atrial sensed (as) and venricular sensed (vs) event there was loss of capture (loc) during an atrial threshold test with no depolarization, but the ventricular pace (vp) was marked. The lead is still in use. No patient complications have been reported as a result of this event.